Event description:
On (B)(6) 2012, the implant and explant operative reports were made available. The implant operative note references "aortic incompetence following aortic valve replacement 20 years ago with a tissue valve." However, the make and model of the device is not identified. The explant operative report contains the following additional information relating to the explant of the aortic valve: pre-operative diagnosis: previous aortic valve replacement in 2000, severe aortic incompetence transvalvular. Mitral stenosis with moderate regurgitation, thickened mitral valve leaflets rheumatic valve. Moderately impaired left ventricular function. Incision: median sternotomy was reopened. There were fairly dense adhesions throughout the pericardium. The left ventricle was grossly hypertrophied. The right ventricle was enlarged with poor contraction. The prosthetic aortic valve had two clear tears in two leaflets along the hinge point where the valve is attached to the stent. The mitral valve was rheumatic. Both leaflets were thickened, the chordae were shortened. There was early calcification in part of the posterior mitral valve leaflet. The aortic valve was then removed and pledgets removed from the valve annulus. The left atrium was then opened to expose the mitral valve, the anterior leaflet of the mitral valve was removed completely and the thickened calcified part of the posterior leaflet was removed. The inferior portion of the posterior leaflet was conserved. A size 29mm sorin mechanical prosthesis was inserted using multiple interrupted teflon buttressed ticron sutures. The valve seated well. A size 21mm sorin bileaflet mechanical prosthesis was inserted into the aortic position; the valve seated well. The left atrium was closed with a continuous 3/0 prolene suture. The aorta was closed with a continuous 4/0 proline suture. The aortic cross clamp was removed and the heart reperfused. [Patient] was then returned to the intensive care unit in a reasonably satisfactory hemodynamic state.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s.method: device not returned.additional manufacturer narrative:valve is to be returned. No additional information provided.implant date is unknown.serial number is unknown.

Manufacturer narrative:
Received (1) valve in (B)(4). As received, the valve exhibited tears along the attachment at all three leaflets. The tears measured to 6mm at leaflet 1 commissure 2, 4mm at leaflet 2 commissure 3, and 2-3mm at leaflet 3 commissure 1. Non through tears were also noted along the attachment, not through the entire thickens of the tissue, and they measured to 9mm at leaflet 1 commissure 1, 7-8mm at leaflet 2 commissure 2. Swollen and thickened tissue was noted in the region of the tears. Host tissue was minimal at the stent outflow. No inconsistencies detected in the x-ray as the wireform is intact. The device was dismantled for the serial number. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. X-ray. On (B)(4) 2012, the implant and the explant operative reports were provided which identified the implant date and the correct explant date. (B)(4). Sequential design improvements have increased the durability of bioprosthetic valves. However, failures earlier than anticipated due occur in a small number of patients. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of calcification, non-calcific degeneration, dehiscence and/or fibrosis. In this case, the device was most likely explanted due to non-calcific degeneration. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification. Corrected data: (B)(6). Patient sex: male. Date of event: (B)(6) 2011. If implanted, give date: (B)(6) 2001. If explanted, give date: (B)(6) 2011 date user facility or importer became aware of event: (B)(6) 2011.

Event description:
As reported, the surgeon explanted a 29mm aortic from a patient due to the valve coming away from the stent. The valve has been in the patient for around 4 or 5 years.